Manufacturer narrative:
The other applicable component has been updated: product ID (B)(4) lot# va187an013 serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID neu_unknown_lead, product type lead .

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient born in (B)(6) with an implantable neurostimulator (ins). During a visit on (B)(6) 2017, the nurse reprogrammed the ins and noticed that the coverage was poor and there was less coverage of paresthesia. The patient was referred to an x-ray department. The x-ray performed on (B)(6) 2017 showed lead migration in the epidural space. The patient was referred back for revision of the lead. On (B)(6) 2017, the lead was revised back to level t10-t11 in the epidural space. Test stimulation during surgery showed 100% coverage of the pain area. The patient kept the ins and was sent home. On (B)(6) 2017, the programming nurse called the patient who was satisfied with the paresthesia coverage and received 85-90% pain relief. No further problems were reported.